Manufacturer narrative:
The technician replaced the worn gas springs to repair the stretcher.

Event description:
Information received indicates, the head section will drift down when weight is applied.